Event description:
International affiliate reported that a patient presented with a wound dehiscence at an unspecified time following blepharoplasty and ptosis repair. The attending suspected premature suture absorption. Patient was returned to surgery for repair.